Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump buttons had to press multiple times and screen were harder to read. Customer's blood glucose level was unknown. Customer reports that battery life was diminished and scratches on screen. Insulin pump will not be returned for analysis.